Event description:
Inappropriate ams episodes recorded due to atrial lead noise. Rvos episodes recorded due to oversensing of atrial signal on ventricular channel. Programming changes made to ventricular sensitivity and patient continues to be monitored. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.